Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify pump error 130 and 43 alarms due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump received multiple pump error alarms. The customer¿s blood glucose level was 121 mg/dl at the time of incident. Customer reported that the insulin pump was not exposed to high magnetic field. Customer was unable to clear the pump error alarms, however they were able to rewind the insulin pump. Customer assisted with troubleshooting and performed displacement test, however insulin pump was not allowing to press any key. The customer was advised that the insulin pump needed to be replaced and revert to the backup plan. The insulin pump will be returned for analysis.